Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number:2017865-2022-45564. It was reported that the right ventricle (rv) lead and the right atrial (ra) lead exhibited noise reversion. The rv lead and the ra lead were explanted and replaced. The patient was discharged post-procedure.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.